Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 4mg/ml at 0.7502mg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic pain. On (B)(6) 2019 increase in pain was reported. The patient had stopped receiving therapy. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a cap kit was utilized but the physician was unsuccessful, zero spinal fluid aspiration. The catheter was not functioning. Per the reporter, the healthcare provider stated that there was no csf (cerebral spinal fluid), they were unable to aspirate via the cap (catheter access port) with a dye study so they were doing exploratory surgery today to revise the catheter. That was when the revision was then scheduled. The actions and interventions taken to resolve the issue was a new catheter placement and a portion of the old catheter remained intrathecally. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.